Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages with multiple cartridges. Reportedly, the amount of insulin the cartridge had been filled with was unknown. Reportedly, the customer's blood glucose level was in the 300's (mg/dl), which was addressed with a manual injection. The customer loaded a new cartridge successfully and was able to resume insulin delivery.